Event description:
It was reported that customer experienced difficulty charging pump because cable had to be held in place for pump to charge properly, and distributor initially had no additional information while waiting for pump return. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump, and distributor planned to return original pump for evaluation, where pump was later powered on but still showed charging issues, with no further outcome details available.